Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (wds) with a dilator snapped into the sheath. The device was bloody. The hub/hemostasis valve were microscopically and tactile inspected, and no damage or irregularities were identified. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was further reported that the patient's heart rate slowed down and pericardial effusion was ruled out.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-00726. It was reported the patient experienced shock. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman ® laa closure device and delivery system and watchman ® access system were used. The closure device was deployed. After deployment, they prepared for an ultrasound of the esophagus. They then noticed that the patient was ¿uncomfortable¿ during the procedure. The physician believed the patient had a hypersensitivity to the contrast. The patient experienced shock, so medication was administered and the patient recovered. The closure device was fully recaptured. The procedure was aborted and the patient is now stable.